Event description:
During cavity assessment the novasure device demonstrated a vacuum alert x 2. This device was replaced with a new device which worked without issue. Use duration: several minutes. Reason for use: dysfunctional uterine bleeding.